Event description:
The customer called and reported the insulin pump was damaged and there were several battery-related alarms. The customer's blood glucose was not known. Customer stated her dog jumped on the insulin pump a few years before and cracked the case. She stated that because of this, customer was receiving failed battery test alarms and the insulin pump was not holding a charge. The customer also received weak battery and battery out limit alarms. During troubleshooting, no corrosion or damage were found on the battery compartment or springs. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and received with operating currents within spec. No failed battery test alarms, weak battery alarms or battery out limit alarms noted. However, the insulin pump was received with corroded battery tube. The insulin pump has cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads, minor scratched lcd window, broken reservoir tube lip and with stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.